Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's supra orbital (off-label) placed lead was allegedly "poorly" positioned on original implant. Surgical intervention was undertaken to reposition the lead, however, the lead was accidentally cut during the procedure and had to be replaced.